Event description:
The nurse stated that she placed patient in sling then raised him with the maxisky 600 ceiling lift approximately two feet or so above the chair in order to place him back in bed. Before doing so, the ceiling lift suddenly dropped the patient back into the chair. She stated that the lift made a noise and white dust came out of the lift. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer bhm medical, inc. The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.